Manufacturer narrative:
As reported, one day post-implant of the bard/davol ventralex st mesh, the patient experienced post-operative pain and was prescribed medication. The clinician has assessed the patient¿s postoperative course as being "possibly" related to the study device and to the index procedure; however, based on the information provided, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification. This MDR represents the ae of pain. An additional MDR was submitted to represent the ae of fibrinous exudate. Device not returned - remains implanted.

Event description:
Reported per clinical trial (B)(6): on (B)(6) 2016 - subject patient underwent a primary open laparotomy midline umbilical hernia repair procedure. The size of the defect was 1.5cm x 1.5cm. The patient was implanted with a bard/davol ventralex st mesh which was fixated using non-bard/davol sutures. Full skin closure was achieved. The patient was discharged to home on (B)(6) 2016. On (B)(6) 2016 - subject patient had post operative pain and was prescribed 5mg oxycodone tablets with 1-2 tablets q4, which was increased to 2-3 tablets q4 after the patient complained about inadequate pain management. Medication was increased to hydrocodone/acetaminophen. Per the study clinician, the reported adverse event has been assessed as moderate in severity, possibly related to the study device and to the index procedure. The outcome for this ae is reported as not recovered/not resolved.